Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detached flush port. It was reported that during preparation of the steerable guide catheter (sgc), the side flush port detached from the sgc. The user reported being inadvertently rough with the sgc. Another sgc was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the flush port detached when the steerable guide catheter was being de-aired prior to use. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported detachment of the device component was likely due to the user technique (user was inadvertently rough with the device). There is no indication of product quality issue with respect to manufacture, design or labeling.